Event description:
It was reported that shaft break occurred. During preparation of a 2.75 x 16mm synergy xd drug-eluting stent, the shaft was completely broken in half. The procedure was completed with a different device. No patient complications were reported.